Event description:
After making the first fire with the echelon 60mm x 40 stapler with size 60 black re-load, the surgeon noticed that a laceration had been made to the stomach above the suture line. This area had to be oversewn. This facility has had several similar events with this device recently. The surgical team does not know why the device is failing.